Manufacturer narrative:
Facility experienced an event with proximate* linear cutter on 6/5/97 while performing a bowel procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974164. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged disengaged; cartridge batch number: k4642w; cartridge position: loaded; drivers present in cartridge, present/3/4 up; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, in down drivers and swing tab position: locked/unlock locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The mfg and engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.

Event description:
It was reported the device was used during a small bowel resection with anastomosis gastrojejunostomy and gastrostomy procedure. It was reported the tlc75 did not staple properly. A new tlc75 was opened to complete the procedure. There was no consequence to the pt.